Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial # (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial # (B)(4), implanted: (B)(6) 2018, product type: lead. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative regarding patient's implantable neurostimulator (ins) for spinal pain. It was reported that patient has not received pain relief since her surgery. She reports she has experienced a significant fall since her last x-rays have been taken one month after surgery. Which was also it appeared that the contacts with possible shorts may be touching. Impedance test shows 6, 7, 11, and 12 have possible shorts despite ohms being between 500 and 800. Md ordered x-rays. Waiting for the results. Rep gave patient a new program with +- - on 13, 14, and 15. With 90/1000 and also set up bipole at the top of each lead for programs b and c for other options. The issue was not resolved. Hcp had no further information. Patient's weight was asked but will not be made available. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the fall was not related to the devices/therapy. The root cause of the shorts and patient not receiving pain relief was not determined. Patient was going to have x-rays to see if the leads had moved. The issue was not resolved at the time of the report. The provided information was confirmed with the hcp. No further complications were reported/anticipated.